Event description:
A caller reported a minimum fill notification while trying to load a new cartridge, unsure of the total insulin filled as they used a worn-off syringe. Technical support guided the caller to clean the pump and try reloading the cartridge, but the issue persisted. There was no adverse impact to the customer's blood glucose level. Eventually, the caller successfully loaded a new cartridge with the assistance of technical support and resumed insulin delivery, placing the pump back in its case.